Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer's pump was damaged. It was reported that the pump was damaged at the reservoir thread. It was reported that the drive support cap was protruded. The customer's blood glucose level was reported to be 28mmol/l. It was reported that the pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump was received with minor scratches on the lcd window, a cracked reservoir tube lip, a cracked case at the display window corners, a loose drive support disk and a cracked belt clip slot.